Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump touch screen was unresponsive. Lastly, it was reported that the wake button was difficult to press. Customer continued to use the pump for insulin therapy.